Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on keypad traces. No moisture damage on electronics noted. No battery change slow noted. The insulin pump had cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported the buttons on his insulin pump are not working and it alarmed battery change too slow error. The alarm could not be cleared. Customer's blood glucose is 197 mg/dl. He said he was sweating at work, but does not believe it affected the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.